Manufacturer narrative:
(B)(4). Received one (1) 004670002, trulite disp blade & handle mill 2 w/batt. At visual inspection there were no signs of damage, abuse/misuse. Functional inspection conducted. The blade was lifted into the "on" position. The led would not come on. Further investigation revealed that the batteries returned with the device were exhausted (dead). In conclusion, the handle was returned with exhausted batteries, therefore the blade would not illuminate. The device is a onetime use device per the package instructions/IFU. Once the device is used it is to be discarded accordingly. Based on the information in the complaint report, it cannot be determined if the batteries were exhausted prior to use, or if the blade was left in the activation position and the batteries were worn down over a period of time. (Cont.) Other remarks: the complaint has been confirmed, however the root cause cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the physician took the device out of the bag for a patient use and the light would not turn on. No patient harm reported. Patient condition reported as "fine".(cont.) It was further reported the device was then given "to (facility employee) in purchasing, who did end up playing around with the battery cap to try to figure out what happened".